Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported false air in line alarms, which were not reproduced. Air in line alarms were confirmed through a review of the event history log. Evaluation found the upstream sensor had low fluid numbers. During physical inspection of the device, evaluation found a cracked contact pin on upstream sensor flex causing the air in line alarms. The upstream sensor assembly was replaced to correct the condition. (B)(4).

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient injury.